Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. The cause was provided as leaning back. Actions/interventions taken to resolve the issue was that patient shut the stimulator down. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that stimulation was too strong when she laid back. Patient stated she noticed this after visiting a rep in office. The patient stated she had an unrelated tested where she would be laying down tomorrow and wanted to turn stim off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had to turn her stimulation off for a few tests she was having done and needed assistance with turning stimulation back on again. The patient reported that she wasn't getting any relief in the right leg but felt it strong in her left leg. The patient reported that she noticed it right away when a manufacturer¿s representative (rep) turned it on. The patient also reported that if she turned stimulation up, it was too strong especially if she leaned back or laid down. The patient communicated with the ins and the controller showed that stimulation was off. The patient reported that she was on group a on program a which was all that was available on group a. The patient tried switching to group b and stated that at 2.8v it was comfortable and could feel it in both legs. The issue was resolved. No further complications were reported.